Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Analysis found that a complete lead was returned in one piece measuring 58.2 cm with the helix found retracted and clogged with dried blood and tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with dried blood and tissue. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the attempt to implant the right ventricular lead., it was noted that the helix failed to extend. The physician mentioned that the lead exhibited a noticeable torque. The lead was exchanged during the procedure. The patient was stable in condition.